Event description:
Procedure type: spine. According to the reporter: the pt had grade 3 isthmic spondylolithesis where he instrumented l5/s1 with bilateral pedicle screws and plif cages. He exposed the spinal canal and exiting nerve roots to decompress. He reduced the spondyl back to its natural anatomical position. He then lay down the product. Post op day 1, pt was doing well, day 2, the pt started to experience leg weakness which eventually let to foot drop. The surgeon returned the pt to the operating room for revision believing it may have been due to traction on the nerve roots due to the reduction that had caused this complication. On inspection, the nerve roots were clear and then went to remove the product to inspect the canal.

Manufacturer narrative:
(B)(4).